Manufacturer narrative:
Concomitant medical products: product ID: x2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the implant procedure, pauses in implantable pulse generator (ipg) pacing were observed. It was noted there were no clinical actions taken; additional information has been requested, however, is not available at this time. It was further reported there was t-wave oversensing (twos) on the right ventricular (rv) lead. The device was reprogrammed and the rv lead remains in use. There was also possible undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.